Manufacturer narrative:
Outcomes attributed to adverse event corrected to: death.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a failing u21 pin (current limiter ic) on the instrument board which caused the device to beep 10 times. The core board was temporarily installed into a known good device and the trend parsing failed. The device was unable to download trend data due to a failure on the core board. The mx-5 board was temporarily installed into a known good device and the trend collection was successful, however the trend data before (B)(6) 2017 was not available. The customer complaint was duplicated.

Event description:
It was reported that the unit can only download from pro fox ((B)(6) 2016). Doesn't download patient history after that date. Patient was involved in a cardiac event. Doesn't appear to be connecting to docking bay. Tried radical 7 hand held with other docking bays and device output screen is blank although the blue light is on the docking bay. Radical 7 indicates a full charge battery yet when removed from the docking bay it shuts off and beeps 10 times.